Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 24 march 2025, protect study patient experienced ¿cerebrovascular/neurologic event, permanent stroke.¿ event onset is 07 march 2024 and event is ongoing. The event is recorded as unlikely related to the amds device and probably related to the amds procedure. No pre-existing conditions caused or contributed to the event. No treatment for the event and event outcome is ongoing. The amds device was implanted on (B)(6) 2024.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. According to the initial report received via email on (B)(6) 2025, protect study patient experienced ¿cerebrovascular/neurologic event, permanent stroke.¿ event onset is 07march2024 and event is ongoing. The event is recorded as unlikely related to the amds device and probably related to the amds procedure. No pre-existing conditions caused or contributed to the event. No treatment for the event and event outcome is ongoing. The amds device was implanted on (B)(6) 2024. This investigation is relegated to amds 40-40, lot number c2460019h with the allegation that the device is possibly related to the patient experiencing cerebrovascular/neurologic event- permanent stroke. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-40, lot c2460019h (finished goods) and c2459423a (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on (B)(6) 2025 (the study team first became aware on 15may2024) associated with a patient residing in the united kingdom (UK) and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿unlikely¿ related to the amds device and ¿probably¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient had an amds 40-40 (serial #/lot #: (B)(6) implanted on (B)(6) 2024 (B)(6) hospital. Adverse event # 2 reported as a cardiovascular/neurologic event detailed as ¿permanent stroke¿, with an onset date of 07mar2024 (2 days post-op) and is reported as ongoing. No pre-existing condition or acute disease caused or contributed to the event. The event led to the following serious adverse event: permanent impairment of a body structure or function and in-patient hospitalization or prolonged existing hospitalization. The patient was already hospitalized, with a discharge date of (B)(6) 2024. No treatment was provided, and the event outcome was documented as ¿ongoing¿. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information from the patient¿s admission notes revealed a medical history of aortic aneurysm. The CT images were reviewed on (B)(6) 2025, and the following significant findings were reported on the diagnostic imaging form: preop (B)(6) 2024: - dissection type a - tl compressed. Discharge (B)(6) 2024: - amds configuration as expected, tl stabilized 3-6 m fu (B)(6) 2024: - amds configuration still without symptom in response to ¿does the reviewer agree with the complaint description¿ the reviewer¿s status was ¿unknown¿ for the following reason: the CT data set show no abnormalities in relation to the amds device. Whether the procedure itself may be the cause of the described problem cannot be determined based on the CT data. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. However, the investigator states the event is due to the implant procedure and unlikely related to the device. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.